Event description:
It was reported that the patient had been receiving radiation therapy. There was a discrepancy noted between the conduction histogram and the pacing histogram which was due to a parity error. The device remains in use. No patient complications have been reported as as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk review showed a diagnostics problem as the save to disk file shows parity error count equals 2 on (B)(6) 2012, 12:01:39 and (B)(6) 2012, 12:01:42.